Event description:
The customer reported to customer service that the transformer to her pump in style breast pump had sparked when pulling it out of the outlet. She also reported that the transformer had a breach. She did not report any injury.

Manufacturer narrative:
The customer reported sparking coming from her transformer of her pump in style pump. In follow-up with the customer, she indicated a breach in the transformer as well. There were no report of injuries. She also indicated that she would send the product back, but as of the date of this report the product has not been received by medela. Should the product be returned and evaluated resulting in new information, a follow-up report will be filed. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.